Manufacturer narrative:
1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to create fenestration in renal artery to treat abdominal aortic aneurysm. Access was obtained from axillary artery, a guidewire (amplatz) and an 8f sheath were used. Viabahn device was advanced to target lesion. Significant resistance was encountered during deployment. Viabahn device couldn't be deployed after multiple attempts. Device was withdrawn. Another viabahn device was taken to complete the surgery. Patient tolerated the procedure and didn't experience adverse consequences.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: update code c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Code d15 - engineering evaluation: evaluation of the returned device indicates no remarkable attributes. Continuing deployment at the hub was unsuccessful, but deployment was successful with traction at the endo. The reported failure mode of partial deployment is not consistent with the findings of no loose deployment line at the transition. Investigation summary: the reported primary device failure, related to inability to deploy, is consistent with the evaluation findings of the returned device. During evaluation, no loose deployment line was observed at the zipper, and deployment could not be continued at the deployment knob due to observed catheter deformation. Deployment was continued with traction applied along the length of the endoprosthesis, demonstrating the zipper constraining feature to be functional. The cause for the inability to deploy at the knob could not be identified with the available information. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen.